Manufacturer narrative:
(B)(4). Batch # unk. (B)(4). The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed.

Event description:
It was reported, "patient with history of recent rectal abscess and diagnosis of t3n2 adenocarcinoma of the rectum underwent a robotic assisted low anterior resection surgery with planned ileostomy. The patient had undergone chemoradiation treatment in the months prior to surgery as well as partial sphincterotomy, IV antibiotics and abscess drainage. The operative note indicates the stapler ¿fired without issues,¿ and that the surgeon had two intact donuts. However, the leak test was positive in the posterior aspect. The surgeon then proceeded with a diverting loop ileostomy before addressing the ¿little defect¿ in the anastomosis. The op report further notes that because of the patient¿s tumor in the area, the patient had not had a good preparation for surgery, and thus there was ¿a significant amount of stool remaining in the colon which came off through the entire case, both before the case, during the case and after the case. There was some contamination through that defect¿ from the right posterolateral aspect of the anastomosis which was closed with interrupted 2-0 vicryl sutures. The surgeon notes ¿the tissue itself looked very healthy. After the defect was closed, the anastomosis was intact¿ and ¿felt quite good on digital exam.¿ information further states the ileostomy was reversed approximately 15 months later but patient suffered from recurrent bouts of constipation, small bowel obstruction which was resected, anastomotic stricture, bowel function problems and severe scarring in the pelvis. The patient received a permanent colostomy in (B)(6) 2021 to address quality of life."

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Date sent: 01/11/2022. Please see attached medical records.